Event description:
It was reported that oversensing was exhibited on the right atrial (ra) lead. Reprogramming was performed, and the issue was resolved. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.